Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that their aligners are cutting into their gums. Their aligners are too tall. Requested information, provided fit tips for comfort and asked if they have attempted to file the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.